Event description:
It was reported that the patient felt shocks that comes from the transmitter. The patient stated that the shock happens whenever the transmitter is plugged. The patient reported that this event has been going on for 6 months and 2 - 3 times a night. No further information is available.